Event description:
It was reported the patient presented after initial implant. During recovery, it was discovered the left ventricular lead was causing diaphragm stimulation. The left ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.